Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, a missing o-ring and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the reservoir compartment was chipped. The customer reported that the reservoir would not fully lock in place. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 400 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.